Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the freestyle libre sensor. The caregiver reported unspecified high readings, and the customer was dizzy, semi-consciousness, and started to seize. The customer was taken to the hospital and put under observation, but there was reportedly no treatment provided at hospital. The caregiver provided two sets of reading comparisons: 343 mg/dl and 424 sensor as compared to 54 mg/dl and 133 mg/dl from adc meter (taken at unknown time in relation to medical event), and 375 mg/dl sensor as compared to 113 mg/dl and 114 mg/dl from hospital meter. The results when plotted on a parkes error grid fall into the "d" zone and the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.